Event description:
It was reported that the insulin pump had an unresponsive keypad and a failed battery test. The caller did not know the blood glucose reading. It was also stated that the batteries were taken out to stop the alarms. The insulin pump was previously owned by her aunt and donated to the niece when the aunt passed away. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.